Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due diabetic ketoacidosis on unknown date with blood glucose level was unknown. Customer removed the battery on her insulin pump and now her meter and transmitter was not connecting to her insulin pump. Successfully connected both devices back to the insulin pump. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of diabetic ketoacidosis.